Manufacturer narrative:
The investigation is ongoing. Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 stat result for one patient with the cobas e411 immunoassay analyzer. The initial result was 19.85 ng/l. This result was reported outside of the laboratory and questioned by the doctor. The repeated result from an aliquot of the sample was <6 ng/l with a data flag. The second repeated result from the original tube was <6 ng/l with a data flag. These results were run on a new reagent pack and qc had been performed before repeating. The reagent lot number was 45954603 with an expiration date of 31-jul-2021.

Manufacturer narrative:
The calibration and qc recovery were acceptable. No indication for a performance issue of reagent or instrument. The alarm trace does not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined.